Manufacturer narrative:
Additional information was received indicating the patient underwent dialysis.

Event description:
An impella cp device was inserted into the right femoral artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient returned to the cath lab 5 hours later and placed on venous-arterial extracorporeal membrane oxygenation (va ECMO). There were intermittent suction alarms, but the physician felt it was related to volume. The alarms resolved with fluid administration. An echocardiogram was performed, which confirmed appropriate position of the impella measuring approximately 3.6cm from av annulus. Both ventricles were underfilled and volume was being given to correct. A small amount of clear yellow urine noted. The patient was also started on dialysis at that time. In the morning rounds, lactate dehydrogenase (ldh) was noted to be >3000. Hematocrit and hemoglobin (h/h) trended down to 9.4/25.8 and platelets 152 (from 14.6/46.3 and 306 pre-impella). No obvious signs of bleeding or hematoma. Impella flows at p-1 with no suction alarms. ECMO flow at 5l, but reported to be adjusted intermittently due to volume status. Central venous pressure (cvp) 8 and volume being given. The physician will reassess impella position with echocardiogram and adjust if needed, but plan is to continue replacing volume. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-3 at 1.4l/min with d5w sodium bicarbonate in the purge solution. Renal failure can be attributed to the patient's cardiogenic shock; however, multiple mechanical circulatory devices (ECMO, impella) can also be contributory causes. Renal failure can also cause hypovolemia.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.